Event description:
Report received from the USA regarding a motor device in which, during routine maintenance, it was discovered that the device was "leaking oil.". The motor device was not used in surgery. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to immersion during cleaning. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).